Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation incomplete, (without the teflon sleeve and adaptor coupling). Visual inspection of the device confirmed the handle's adaptor coupling was fractured from the shaft. There were areas of wear observed on the surface of the shaft of the device. In addition there was significant deformation of the reamer handle base material surrounding the fracture. The deformation observed indicates the malfunction was the result of improper handling in the field with stress applied to the device. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. (B)(4).

Event description:
It was reported during a total hip arthroplasty (tha) procedure as the grater handle was being removed from the power source the power adaptor became stuck and jammed and would not release which resulted in the tip breaking off as the nurse was trying to pull the two apart. The procedure was completed successfully with another device. There was a 10 minute delay with no adverse events being reported as a result of the malfunction.